Event description:
On 06/04/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8916-04 aiming guide does not settle properly and rotates, causing the plate hole and aiming guide hole to become misaligned. This case was completed by using another product of same product number. No patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated usage/reprocessing.